Manufacturer narrative:
Getinge received a complaint related to a getinge 88-series washer-disinfector where it was indicated that the device caught on fire. When the incident occurred no person was involved or injured. As it was stated in the incident resulted in evacuation of the building. The device was evaluated by the technician. The fire appeared during washing stage 1. No error was registered by the control system until machine stop was activated manually. During investigation it was discovered that previously there has been a problem with circulation pressure drop that indicated loss of water. However the machine process in this event was found to have been performed successfully. Moreover after the technician visit it was stated that a possible leak could appear in a welding for connection of main manifold to chamber, but the most likely reason is that some debris was stuck in the drain valve. Machine is equipped with pressure sensors behind the water circulation pump in the main manifold to prevent heaters to be energized without water. It is believed that somebody with access code must have changed both the pressure limit and the settings of the pressure sensor so the alarm was actually disabled. The limit was changed from default 20 kpa to 10 kpa, the offset for sensor value was changed from -13.0 kpa to +3 kpa. This means that the sensor never indicated lower pressure than 16 kpa and therefore no alarm was set to stop the process in case the machine was without water. Most probable scenario of the event could be described as follow: heaters were activated but for the thermal fuses for the lower element in main manifold was still under water and because of that the temperature for these was never above 100°c. The trip temperature for the fuses is 152°c. The upper part was above water and reached the temperature well above 400°c and after some time ignited insulation and further on also the plastic components in the machine which fueled the fire. Taking under consideration all circumstances we are able to determine the root cause of the incident as combination of those tree faults: - water leak from the machine, - low limit for circulation water pressure, - altered and incorrect calibration settings for pressure sensor. We conclude from our investigation that when the event occurred our device was not up to the original specification, looking at all the circumstances we believe that if the device had been used with correct settings and limits this incident would have been avoided. It appears there has been technical deficiency with the device which was being used at the time of the event and that a use error led to the event causing the device to contribute to the injury. Review of the previous cases was performed and based on this information we see this case as a single and isolated event. However looking at the incident description we reported this event in abundance of caution. (B)(4).

Manufacturer narrative:
Investigation underway by fire brigade authorities . Unit not yet released for manufacturer evaluation. Follow-up to be submitted once manufacturer has concluded its evaluation.

Event description:
Washer disinfector caught fire. The facility department was evacuated and fire service called.